Event description:
Reporter indicated that pt developed hypertension after implant. The pt is reportedly receiving efficacy from the vns therapy (seizures reduced from 4 per month to 1 seizure per month). Additionally, it was reported that the pt's feelings of depression were improved with the vns therapy. The pt is also experiencing constipation, which their gastrointestinal doctor believes may be related to the vns therapy. Adjustments were made to device settings in an effort to reduce voice alteration during stimulation. These adjustments to device settings have helped to alleviate the elevated blood pressure somewhat. Neurologist reported that pt's blood pressure was 135/100 at last office visit. Adjustments were made to device settings at this visit, after which the pt's blood pressure was lowered to 125/80 approximately 30 minutes later. Neurologist indicated that the pt is not taking any medications for their high blood pressure and that it could simply be a case of "white coat syndrome." Neurologist plans to monitor pt's blood pressure.